Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and an air bubbles anomaly. The blood glucose reading was 278 mg/dl. The customer stated that she could not tell whether she was receiving insulin. She noted that there were tiny little gaps, or air bubbles, found close to the reservoir. She stated that the insulin was not stored at room temperature and was advised against using insulin not at room temperature. She advised that after an infusion set change, there were no longer any air bubbles present. Nothing further reported.